Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. Not enough information was provided to confirm if this lead remains in service.

Event description:
It was reported that during a defibrillation threshold (dft) test, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this lead remains in service.